Event description:
Patient was revised due to fracture of the uni femoral component. The tibial and femoral components were loose; poly wear and osteolysis was noted intraoperatively.

Manufacturer narrative:
The exact date of the primary surgery is unknown. Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.